Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited multiple instances of unipolar low impedance. Reprogramming performed. It was also reported that false low rv impedance was noted on the implantable pulse generator (ipg) due to electromagnetic interference from a electrical stimulation therapy. It was further noted that the rv lead exhibited a gradual upward trend. Some variability was noted in r wave sensing and capture thresholds. The increasing impedance measurements are likely due to mineralization at the lead's tip electrode. The significant initial increase may be due to the acute changes in the patient's clinical status that appear to correlate with the event. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and reprogramming was performed. The ipg system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.